Event description:
A malfunction alarm was reported with the code malf 12. There was no reported adverse impact to the customer's blood glucose level. The customer experienced the malfunction multiple times and was instructed to return the problematic pump to tandem using a pre-paid label within 10 days. A replacement pump was arranged, and it was confirmed that the customer knows how to put the pump into storage mode. The customer decided to continue using the current pump as backup therapy.